Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 12-0x2071. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support to replace the pump with a newly shipped one featuring updated software, and instructions were provided for returning the malfunctioning pump. The customer was advised on compatibility and additional steps for using the replacement pump effectively.